Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was placement too tight minor causing minor retention for the patient. As a result, the cuff was explanted and replaced. No further patient complications reported.